Event description:
This complaint is being opened related to a lawsuit, case no. (B)(4). The lawsuit reports that the patient experienced pain, unnatural curvature, protrusion of the implant from the penis, and a painful revision surgery.

Manufacturer narrative:
The patient had the device implanted on (B)(6) 2022. The patient presented for his first follow-up on august 3rd, where it was noted he was healing with one area that was red. It was noted there was no erythema or hematoma. During this follow-up the patient disclosed to the doctor that he has stage 3 renal disease. This was not denoted in any of his paperwork prior to surgery. The patient returned on august 5th. He reported he had full sensation of both shaft and glans penis. There were no skin lesions, no flaring, hematoma, or erythema. The patient had his drain removed. The patient presented again on august 8th with concerns of a flare/loose sutures. He stated the implant was not causing him pain. He was examined and it was noted there were no skin lesions nor evidence of erosion. There was no fluid, however the implant edge was palpable on the sides. The patient decided he would like to have the edges of the implant trimmed. On (B)(6) 2022, the patient returned for a local procedure to soften the edges. During this procedure, the sides of the implant that were identified as protruding were trimmed. There are no claims of curvature noted within the patient's medical records.per the clinical investigation report: retrospective analysis of the safety and effectiveness of the silicone block in penile surgery, and the instructions for use, which were reviewed as part of the 510(k) process, list pain and penile curvature as anticipated adverse events, and lists implant extrusion/perforation as an anticipated device deficiency. Pain is a common and anticipated event in any surgical procedure. The instructions for use also list implant extrusion and suture detachment as potential adverse device deficiencies. An article was published in january of 2022 titled, update on the penuma: an FDA-cleared penile implant for aesthetic enhancement of the flaccid penis. One hundred patients provided responses to the interview. Of those 100 patients, 10 patients had their implant removed for various reasons. Dorsal curvature and shortening were not a reason listed for removal. The article also follows twelve patients who got a penuma removed for cosmetic reasons and follows their recovery. After removal, the patients noted penile retraction immediately after the removal procedure, but all patients reported a return to pre-operative flaccid length and girth following the rehab program. There were no cases of post-operative curvature. The root cause of this investigation is known inherent risk of the device. As the device was not explanted and unable to be investigated, historical data analysis, trend analysis, and the patient's medical records were used to investigate this complaint.